Manufacturer narrative:
The attorney initially reported one composix e/x and two composix l/p, however a review of the medical records identified that three composix l/p products were sewn together for the surgery on (B)(6) 2009. According to the medical record review the patient has had multiple admissions for repair of recurrent and non-healing abdominal wounds with both bard and non-bard mesh products. Following the removal of the composix e/x and replacement with non-bard mesh on (B)(6) 2007 the patient was seen for wound clinic evaluations five times in march and (B)(6) of 2007. The patient was then readmitted due to a non-healing, recurrent wound, which was repaired with a non-bard xenograft. From (B)(6) 2007 until (B)(6) 2009 the patient was treated for various wound complications at least nine times, all of which were unrelated to bard products. On (B)(6) 2009 the patient's abdomen was repaired by suturing together three large composix l/p mesh products. One month post-implant the patient was readmitted for chronically (B)(6) infected abdominal wall mesh. Given the patient's extensive and complex medical history, which included at least two years of non-healing abdominal wounds, it is unclear how the mesh products may have contributed to the reported event. Reference 1213643-2010-00292 and 1213643-2010-00293 for the other two composix l/p products implanted on (B)(6) 2009. Reference 1213643-2010-00291 for the composix e/x implanted on (B)(6) 2007.

Event description:
Based on a review of the medical records: on (B)(6) 2007 - open repair of incarcerated hernia with composix e/x mesh. On (B)(6) 2007 - wound clinic evaluation. On (B)(6) 2007 - admitted for post-op wound infection. Wide excision of abdominal wound and removal of mesh. Repair of ventral hernia with surgassist and wound vac placement. On (B)(6) 2008 - non-healing abdominal wound and recurrent ventral hernia repair with non-bard xenograft. Extensive lysis of adhesions and fascial release. On (B)(6) 2008 - mesh closure of abdominal wall with goretex (non-bard mesh). On (B)(6) 2009 - laparoscopic ventral hernia repair with three composix l/p mesh products. Three meshes were sutured together to cover the patient's entire intra-peritoneal anterior abdominal wall. On (B)(6) 2010 - admission for chronically (B)(6) infected abdominal wall mesh and removal of infected abdominal mesh, lysis of adhesions, repair of enterotomy and placement of biologic (non-bard mesh).